Event description:
A healthcare facility (B) (6) reported that an rt200 adult breathing circuit was not heating. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The device is en route to the manufacturer for inspection. We were unable to carry out a lot check as no lot information was provided with this complaint. We will provide a follow-up report.